Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a blood glucose of 50 mg/dl during the night after recently resuming ilet use post-hospitalization, with concurrent new medications and reduced appetite; troubleshooting and education on treating lows and meal announcements were provided, and no device alarms or malfunctions were reported. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included self-treatment with oral glucose and ginger ale, resolution of the low, and no reported adverse effects. Investigation included review of user-reported blood glucose values, event history, and user training. Investigation of this case revealed no device malfunction and suggested contributing factors could include recent hospitalization, new medications, and decreased food intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.